Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported the device was in use for patient blood draw. According to reporter, the device needle protector broke and the used needle was exposed. Reporter stated that blood leakage occurred but users did not sustain any direct contact with the blood. No adverse effects to patient or user reported.